Manufacturer narrative:
Initial and final MDR 1921006 - MDR 8021545-2024-02509- device 3 of 6. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced adhesive issues with six infusion sets on (B)(6) 2024. Patient reported that tape was not sticking no further information available.